Event description:
It was initially reported that there were issues with regard to an error code or message "8350"; a refill was performed on (B)(6) 2011 with morphine 20mg/ml and bupivacaine 10mg/ml in 20ml solution. A previous refill was done on (B)(6) 2011 with morphine 10mg/ml. It was later reported that on (B)(6) 2011, the pump was interrogated and re-programmed. On examination, the straight leg raise test was positive and elicited ipsilateral pain in lower lumbar spine. Patient also had radiculopathic symptoms with pain travelling down the lower extremity, intermittent numbness and tingling down the lower extremity. It was noted that the patient would have to undergone a revision due to "poor response to pumpogram." A pump revision was indicated to have been done on (B)(6) 2011. Per the manufacturer device registration system, a catheter replacement was done on this date. It was noted that the sutures were successfully removed without complication; incision sites were clean, dry and intact with no sign of infection; patient tolerated procedure with no complaint of discomfort. Patient was evaluated on (B)(6) 2012 and complained of pain located in back, abdomen, feet, right leg and left leg. The pain was described as burning, aching, throbbing and constant and the pain was rated 10 out of 10 as being the worst pain. Other medications included cymbalta, alprazolam, oxycodone, diovan, multaq, carb/levo, comtan, torsemide, klor clon, donepezil hcl, fluconazole, gabapentin, aspirin, stool softeners.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6) 2011. (B)(4).